Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: device associated with this report was received for examination. Based in the physical examination of the device, it was not observed a malfunction/failure on the device which can contribute to the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the femoral head conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer of (B)(4) is reporting another revision because of fracture of corail stem at neck area. Doi: 2015, dor: (B)(6) 2021 (planned).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.